Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reported false negative reactions were obtained with 0.8% resolve panel a lot vra350 exp 04.21.20 for a patient with a previous history of anti- big e, cell #3 and cell# 6 did not react. Customer was expecting reaction of these cells both positive for e antigen. Testing was done as part of antibody identification to confirm anti-big e antibody. Customer previously performed antibody screen using 0.8% surgiscreen, the result of testing was +weak positive reactions with cell#2 issued by the analyzer as a question mark. This screening was done (B)(6) 2020. All panel testing was done in vision. After obtaining all negative reactions with the 0.8% panel a lot vra350, the customer continued to perform further investigation using 0.8% resolve panel b lot vrb269 exp 04/21/2020. ((B)(4)) with vrb269 all cells homozygous for big e antigen #15, #16, #17 gave negative reaction and heterozygous cells for big e #20 and #21 were negative too. Customer performed antibody identification with peg phase in tube and she was able to confirm the anti-big e antibody. Customer could not provided lot # for the tube testing reagents. Customer also sent the specimen to a reference lab where they identified the anti-big e antibody and reported as low titer anti-big e antibody. No reports of any noted discrepancies with any other patients. Issue started on: (B)(6) 2020 reported 04.09.20. Reaction grade obtained: neg. Customer was expecting: pos. Test repeated: no. Qc is done on date product was received (date not provided) and results passed. Sample ID for ortho vision: (B)(6). Patient clinical history: female patient history of anti-big e antibody. Patient's diagnosis: prenatal testing. Transfusion history: no history of prior transfusions. Product handling protocol: cassette/gel card storage temperature range: as per IFU. Cassette/gel card orientation: upright. Rbc storage and handling:as per IFU. Visual appearance before use: cells and cards appear acceptable. Was the vial freshly opened? No. Customer called to reported the issue for documentation purposes. Customer states that if they did not know the previous history of the patient they will miss the identification of this clinical significant antibody. Customer stated that the antibody identification in peg phase and the reference lab report confirmed anti-big e low titer antibody. Tsc discussed with customer the limitations section of the instructions for use of 0.8% resolve panel a were emailed to the customer and reviewed the statement "for antibody detection and identification, different serological methods are optimal for different antibodies. No single antibody screening or identification method optimally detects all antibodies. In some low ionic strength test systems, certain anti-e and anti-k antibodies have been reported to be nonreactive." Customer had determined to use the product until expiration date.

Manufacturer narrative:
Under section d, "type of device code" was changed from ksz to qht to properly reflect the correct product code for reagent red blood cells.

Event description:
On 05aug2020, chu in raritan was made aware that ortho received notification from the FDA with a letter dated 15may2020. Several MDR reports involving reagent red blood cells contained incorrect product codes. The procode ksz was used under section d.2b of the report, although the correct product code for the device is qht. This supplemental report is for the purpose of correcting the product code.